Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a power source alert occurred and the pump battery did not charge. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the pump began charging after being plugged into a power source for an extended period of time.